Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer sizing balloon was chosen to measure an atrial septal defect (asd). The balloon could not be inserted into the vessel as it would catch on skin at the access site. Access site was expanded using forceps, and it still did not insert. The tip of the sizing balloon was observed to be flared and bent up. A replacement 34mm amplatzer sizing balloon (lot: 9156076) was used to complete the procedure successfully. There were no reported patient effects or clinically significant delay.

Manufacturer narrative:
An event of difficulty inserting the device into patient anatomy and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported insertion difficulty could not be conclusively determined. It is possible patient anatomy contributed to the insertion difficulty; however, this could not be confirmed. The reported material deformation is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.